Manufacturer narrative:
Product complaint # (B)(4). Adverse event problem component code: g07002 - device not returned. Additional information provided: [surgeon¿s comment] ¿because only the application site was inflamed, I feel like the product was the cause of the event.¿; [other contributing factor] patient¿s constitution. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast reconstruction procedure on an unknown date and topical skin adhesive was used. During surgery, the product was used on epidermis. One week later, in the ward/ICU, the product was removed and it was confirmed that the skin was inflamed. Steroid was administered, and the symptom subsided.the product application site was inflamed. Further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 health effect - impact code. Additional information has been requested and received if further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? No photo. What was the procedure date? Unknown. What date /day post op was the reaction noted? Post op 7 days. Was any surgical intervention performed? No. Steroid was prescribed. Were any cultures taken? Results? Unknown. Please describe how was the adhesive was applied. Applied to epidermis in breast reconstruction. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used?unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde?unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown. Patient demographics: initials / ID, gender, age or date of birth; bmi? Female. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? The doctor didn¿t check using history of dermabond with the patient. Product code and/or lot of product used? Product code is clr222us, lot nuber is unknown. Current patient status. Recovered. We tried obtaining more information, but the surgeon said he didn't remember this case well because it was the case long time ago. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.